Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay-user/patient's wife contacted lifescan (lfs) to report experiencing a power issue with her husband's one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 6 am. She stated that the patient manages his diabetes with metformin and lantus and due to the alleged issue with the subject meter she denied that her husband made any changes to his usual management routine. The wife claimed that at an unspecified time of the evening of the same day, after the alleged issue started, he felt thirsty, sweaty, and was constantly urinating. She denied that he received any medical treatment due to his symptoms. At the time of troubleshooting, the cca noted that the battery was not due for replacement. The strips were also confirmed as the correct type and there was no information of misuse of meter. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.